Event description:
Caller reported a cartridge alarm on three separate occasions in march 2026. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the repeated occurrence of cartridge alarms and resolved the issue by deciding to replace the pump.